Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The event was not considered to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported fatigue on (B)(6) 2023 with darker stools, exertional dyspnea, intermittent morning nausea, and lightheadedness for 2 weeks. The patient¿s hemoglobin had down trended from (B)(6) 2023. In the emergency department, the patient¿s vital signs were stable with no ventricular assist device (vad) alarms, an unremarkable egd (esophagogastroduodenoscopy), and a negative blood stool test. The patient¿s inr (international normalized ratio) was 2.8 with unremarkable cmp (comprehensive metabolic panel) and normal ldh (lactate dehydrogenase) range. The patient was iron deficient and received intravenous iron. A chest x-ray was taken that was suggestive of pulmonary congestion. A colonoscopy confirmed polyps that were excised. The patient¿s inr goal was reduced for presumed occult gi (gastrointestinal) bleed. The patient was discharged on (B)(6) 2023 with improved hemoglobin, feeling better.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted from (B)(6) 2023 to (B)(6) 2023. On (B)(6) 2023, the patient reported fatigue, along with darker stools, intermittent morning nausea and lightheadedness for 2 weeks. Hemoglobin (hgb) was down trended from 13.5 on (B)(6) 2023, to 9.9 on (B)(6) 2023. In the emergency department, vital signs were stable, no alarms. Rectal exam was unremarkable, guaiac was negative. International normalized ratio (inr) was 2.8. Lactate dehydrogenase (ldh) was within their typical range and comprehensive metabolic panel (cmp), otherwise unremarkable. Colonoscopy same day with polyp excision with pathology showing tubular adenoma and sessile serrated polyp without dysplasia. Inr goal was reduced from 2-3 to 1.5-2.5 for presumed occult gastrointestinal (gi) bleed. The patient was iron deficient. Chest radiography (cxr) was suggestive of pulmonary congestion in the setting of acute iron deficiency anemia. The patient received IV iron. They were discharged on (B)(6) 2023 with improved hgb to 10.8 and walking around without shortness of breath nor orthopnea. At 1 week follow-up, the patient reported feeling better.